Event description:
Patient procedure was completed and md removed scope from patient. As scope was being cleaned and balloon was being removed by technician, it was noticed that the scope was coming apart where the balloon had been attached. The scope outer layer appeared to be ripped and coming apart from the scope. Technician stated that when scope was set up and tested before being used on the patient the scope passed set up and worked appropriately when tested.